Event description:
Thermometers on all of the masimo root units are failing in 2 ways: monitor randomly wouldn't be able to detect the probe, even if we replace it with a brand new probe. When the monitor overheats, temperature changes to continuous mode with no ability to do a spot check for temperature.